Event description:
New information received notes due to comorbidities, the lead revision will not be performed. Tachy therapies will remain off. No further intervention is planned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during routine follow-up several recorded episodes of noise on the ventricular lead were noted. It was also observed that the r-waves measurements had dropped and pacing impedance had increased. Tachy therapies were turned off and patient was admitted to the hospital. Lead revision was discussed but has not been performed. Patient was asymptomatic and stable.

Event description:
New information received notes patient expired. Physician alleged right ventricular lead malfunction. Cause of death is unknown.

Manufacturer narrative:
A partial lead was returned in three pieces. The portion of the lead that was returned was otherwise normal with the exception of damage consistent with that occurring at time of procedure. Without return of the entire lead, a complete analysis could not be performed.